Event description:
Notified thru legal: (B)(6). This office represents the above referenced client. In 2010, at the age of (B)(6 ) had a depuy steel rod implant surgically placed in her back. In 2012, she endured a required 2nd surgery to place a new metal rod in her back because the original one had broken in half.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.